Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they received no delivery alarm. The customer's blood glucose was 336 mg/dl at the time of incident. The customer's father ran fixed prime. The customer's father stated that the insulin did not exit and the insulin pump alarmed no delivery. The customer's father stated that there was greater than normal resistance during plunger push. The reservoir will not be returned for analysis.